Event description:
It was reported that during a lap. Appendectomy procedure the device locked out after the first two proximal staples went into the cecum. The device was removed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Instrument a: cartridge pan dislodged instrument b: batch # f5wj06, exp date: 08/23/2014; MFR date: 09/23/2009; (spring cartridge lockout tab). The analysis showed that the tsw35 device was received in good visual condition and with a white cartridge reload present. The cartridge was received unfired. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with the returned reload b. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis showed that the tsw35 device b was received in good visual condition and with a white cartridge reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.